Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered multiple anti-tachycardia pacing (atp) bursts and shocks for atrial tachycardia. Technical services (ts) reviewed the stored episodes and provided reprogramming recommendations to prevent therapy for atrial arrhythmias. No additional adverse patient effects were reported. This ICD remains in service.